Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval center (lirc).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2018 for an unknown reason. As per the reporter during service it was identified that there was a pin fracture and a large amount of debris in the housing tube.